Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -8.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic torn. Claim# (B)(4).